Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: communications with the endoscope have been interrupted. Image is not working and has error e216 due to faulty r-unit (charged coupled device) and cable tube. A definitive root cause could not be identified for the faulty r-unit (charged coupled device) and cable tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited image is not working, e216 scope communication error code and faulty cable tube. There was no patient involvement.